Event description:
Product analysis for the generator was completed in which no anomalies were identified. No other relevant information has been received to date.

Event description:
Suspect device has been received and is undergoing product analysis more information was received noting that the surgeon observed water bubbles within the lead upon explant no other relevant information has been received to date.

Event description:
Product analysis of the lead was completed in which the allegation of lead fracture was not confirmed. Continuity checks of the returned lead portion were performed during the functional analysis, and no discontinuities were identified. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. Note that since a portion of the lead assembly (body) including the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. No other relevant information has been received to date.

Event description:
It was reported that the patient had their device revised due to high impedance being seen. Explanted device has not been received to date no other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.